Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt was transferred to the hospital due to an acute myocardial infarction. The 99% stenosis lesion being treated was located in the mildly calcified, mildly tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 25mm non-bsc balloon, inflated to 14atm. The physician deployed a 2.50x20mm taxus express2 drug eluting stent, inflated to 12atm for 20 seconds. Medications given: ticlopidine, aspirin, and plavix. One year and nine months post the stent implantation, a follow-up evaluation was performed. About 25% of stenosis was confirmed in the lesion. However, the target vessel diameter was maintained without problems. The ticlopidine prescription was changed to clopidogrel. According to the physician, there was no special reason of the change. Three months later, the pt developed chest pain while pulling on the weeds and was taken to the hospital. An electrocardiogram (ECG) was performed and a 'recovery condition' was confirmed. Therefore, the physician treated the event with medication. Two years post the initial implant, the pt presented with chest pain. The pt has discontinued the anti-platelet therapy 'on his own judgement after he finished taking the agents prescribed' one year and nine months post the initial procedure. The pt was hospitalized due to "angina on effort". A total occlusion of the proximal lad was confirmed. The thrombus was crushed by plain old balloon angioplasty with an unk balloon. A 2.50x20mm taxus express2 stent was implanted at 12atm for 20 seconds in the proximal portion of the previously placed 2.50x20mm taxus stent. The stents were post dilated with a 2.5mm non-bsc balloon, inflated to 16atm. Pt status reported a " stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.